Manufacturer narrative:
The initial reported event was received on 2017-06-09. Of note, the reportable malfunction out-of-specification is normally submitted via a bimonthly report submission that would have been due on 2017-12-10. Information was subsequently received on 2017-10-02 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Product event summary: the proximal portion of the lead was returned, analyzed, and he inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant medical products: product ID: 402452, serial# (B)(4), implanted: (B)(6) 1998. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads were returned to the manufacturer for analysis and subsequently tested out of specification. Follow-up with the clinic revealed that the patient had expired in 2014. No further information could be obtained.